Event description:
Healthcare professional reported "rupture was found via ultrasound¿ this is for the right side device. The device has been explanted.

Manufacturer narrative:
Health effect impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.